Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, there was insertion difficulty with the retroflex3 sheath. In addition, during attempts to withdraw the sheath the patient experienced an iliac avulsion resulting in severe blood loss. The patient expired at the end of the procedure. According to the case summary, resistance was encountered during insertion of the 25fr rf3 dilator and 22fr rf3 sheath. The rf3 delivery system with a 23mm sapien was advanced and the valve was deployed in a 50:50 position in the native aortic annulus under rapid pacing with no movement of the valve during deployment. There was trace to zero paravalvular leak (pvl) and no central leak. The diastolic pressure remained low (100/20) post deployment and several minutes after deployment, there was an unexplained incident of supra ventricular tachycardia (svt), lasting 30 seconds. Normal sinus rhythm returned with a blood pressure of 130/50. Approximately five minutes post valve deployment, during echo assessment of coronary blood flow the valve it was noted that the valve was no longer in the annulus. A root angiogram revealed the valve had migrated into the left ventricular outflow tract (lvot). As the patient was stable during this time, the physicians decided to remove the femoral sheath before proceeding with a sternotomy. During sheath removal there was a rapid drop in blood pressure resulting in iliac avulsion. The operators decided to open the abdomen in an attempt to repair the artery. The patient became increasingly hypotensive and was eventually pronounced dead. Reference: related FDA record number 2015691-2013-19073 , for the event related to the valve.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the patient's minimum luminal diameter was measured to be 6.7mm and the access vessel was noted to have mild calcification and tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported vascular event cannot be confirmed; however, it is possible that less than the recommended vessel size, along with calcification and tortuosity not appreciable on imaging may have caused or contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device is not available for evaluation. Despite multiple follow up attempts, the device was not returned to edwards for evaluation.